Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse got patient set up for therapy and once started it immediately alerted low flow and had a 0 flow rate. Initial numbers were flow rate (fr) was 0, inlet pressure (ip) was -0.1, circulation pump command (cpc) was 100 percentage, system hours were 3203, pump hours were 282. After restarting therapy, disconnected and reconnected pads and checking for bends and kinks flow rate was still zero . They did note it did not feel like the pad had a proper connection. Disconnected pad and placed arctic sun device in manual mode. Flow rate (fr) was 2l/m, inlet pressure (ip) was -0.3, circulation pump command (cpc) was 100 percentage. Called back and states they replaced the pad and therapy is running with good flow (confirmed they took device out of manual mode). Suggested hold onto the pad as this will be sent to complaints and to call back with any further issues.

Event description:
It was reported that nurse got patient set up for therapy and once started it immediately alerted low flow and had a 0 flow rate. Initial numbers were flow rate (fr) was 0, inlet pressure (ip) was -0.1, circulation pump command (cpc) was 100 percentage, system hours were 3203, pump hours were 282. After restarting therapy, disconnected and reconnected pads and checking for bends and kinks flow rate was still zero. They did note it did not feel like the pad had a proper connection. Disconnected pad and placed arctic sun device in manual mode. Flow rate (fr) was 2l/m, inlet pressure (ip) was -0.3, circulation pump command (cpc) was 100 percentage. Called back and states they replaced the pad and therapy is running with good flow (confirmed they took device out of manual mode). Suggested hold onto the pad as this will be sent to complaints and to call back with any further issues.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.